Event description:
As reported by the (B)(4) study, the patient died nine months after the index procedure. The cause of death was reported as cardiac arrest. The target lesions were located in the proximal circumflex and the first diagonal. The lesion in the proximal circumflex was described as de novo, non-thrombosed, type c, 26mm in length, 80% stenosed, with no calcification. The reference vessel was 3.5mm in diameter and non-tortuous. No pre-dilation was performed. A 3.0x33mm cypher rx stent was successfully implanted at 18atms. Post-dilation was done with an unknown 3.5x15mm balloon catheter at 14atms. Residual stenosis was 0%. The lesion in the first diagonal was described de novo, type b2, 20mm in length, non-thrombosed, 90% stenosed, with no calcification. The reference vessel was 2.5mm in diameter and non-tortuous. A 2.25x13mm cypher rx stent was implanted at 14atms. A second 3.0x8mm cypher rx stent was implanted overlapping the initial stent at 14atms. No pre and post-dilation was done. Residual stenosis was 0%. Pre and post-procedure timi flow for both lesions was 3. No dissection occurred during the procedure. One day following the index procedure, the patient's ck-mb was 9.2 (uln 6.3). Nine months after the index procedure, the patient died due to cardiac arrest. Treatment given was reported as advanced cardiac life support. No death certificate was collected and no autopsy was performed. According to the investigator, the event was related to cordis product. Additional information was received stating the cause of death was cardiac arrest and that the site was not able to get the death certificate.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00263, 3003742446-2011-00264, and 3003742446-2011-00265. The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15124252 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00263, 3003742446-2011-00264, and 3003742446-2011-00265. Information received from the (B)(4) indicated that a patient died of cardiac arrest after having coronary artery stents implanted. The patient's medical history was significant for angina, hypertension, type ii diabetes mellitus, renal insufficiency with dialysis, and allergy to adhesive tape. The target lesions were the proximal circumflex (cfx) and the first diagonal (dx1). The lesion in the proximal circumflex was described as de novo, 26mm in length, 80% stenosed, with no calcification. The reference vessel was 3.5mm in diameter and non-tortuous. The lesion was direct stented with a 3.0mm x 33mm cypher stent at 18 atms. The stent was post-dilated with a 3.5mm x 15mm balloon at 14 atms and the reported residual stenosis was 0%. The dx1 was described as de novo, type b2, 20mm in length, 90% stenosed, with no calcification. The reference vessel was 2.5mm in diameter and non-tortuous. A 2.25x13mm cypher rx stent was implanted at 14atms. A second 3.0x8mm cypher rx stent was implanted overlapping the initial stent at 14atms. No pre and post-dilation was done and the reported residual stenosis was 0%. One day following the index procedure, the patient's ck-mb was 9.2 (uln 6.3). Nine months after the index procedure, the patient died due to cardiac arrest. Treatment given was reported as advanced cardiac life support. No death certificate was collected and no autopsy was performed. According to the investigator, the event was related to cordis product. Additional information was received stating the cause of death was cardiac arrest and that the site was not able to get the death certificate. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cardiac arrest resulting in death is a known potential adverse event associated with coronary artery stenting. Given the fact that an autopsy was not performed it is not possible to determine the exact cause of the event; however the patient's medical history may have contributed to the reported event. There is no indication in the information provided or the device history report review to indicate that there was a design or manufacturing related issue therefore no action is required.

Event description:
Per the (B)(4) adjudication minutes received on (B)(6) 2011, on (B)(6) 2011, the patient's family found the patient on the floor in cardiac arrest. Emergency medical services reported the patient apneic and in ventricular fibrillation. Treatment included defibrillation and epinephrine/atropine with no return of pulses. The patient arrived at the emergency room asystolic. Cardiopulmonary resuscitation continued with return of a faint pulse. The patient's pulse was lost and the patient expired on (B)(6) 2011. The site reported cardiac arrest and cause of death as cardiac. No death certificate was collected and no autopsy was performed. (B)(6) adjudication minutes agreed with death, cardiac (dapt), related to device, death, cardiac (unknown vessel), related to device. The committee also agreed with possible stent thrombosis (arc).

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00263, 3003742446-2011-00264, and 3003742446-2011-00265. Additional information was received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15124252 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00263, 3003742446-2011-00264, and 3003742446-2011-00265. The (B)(6) received indicated that the (B)(6) agrees with death, cardiac (dapt), related to device, death, cardiac (unknown vessel), related to device. These events have already been captured and reported; however, the (B)(6) also agrees with possible stent thrombosis (arc). Therefore, thrombosis is now being reported. Initially, the information received from the (B)(6) indicated that a patient died of cardiac arrest after having coronary artery stents implanted. The patient's medical history was significant for angina, hypertension, type ii diabetes mellitus, renal insufficiency with dialysis, and allergy to adhesive tape. The target lesions were the proximal circumflex (cfx) and the first diagonal (dx1). The lesion in the proximal circumflex was described as de novo, 26mm in length, 80% stenosed, with no calcification. The reference vessel was 3.5mm in diameter and non-tortuous. The lesion was direct stented with a 3.0mm x 33mm cypher stent at 18 atms. The stent was post-dilated with a 3.5mm x 15mm balloon at 14 atms and the reported residual stenosis was 0%. The dx1 was described as de novo, type b2, 20mm in length, 90% stenosed, with no calcification. The reference vessel was 2.5mm in diameter and non-tortuous. A 2.25x13mm cypher rx stent was implanted at 14atms. A second 3.0x8mm cypher rx stent was implanted overlapping the initial stent at 14atms. No pre and post-dilation was done and the reported residual stenosis was 0%. (B)(6) following the index procedure, the patient's (B)(6) was (B)(6). (B)(6) after the index procedure, the patient died due to cardiac arrest. Treatment given was reported as advanced cardiac life support. No death certificate was collected and no autopsy was performed. According to the investigator, the event was related to cordis product. Additional information was received stating the cause of death was cardiac arrest and that the site was not able to get the death certificate. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cardiac arrest resulting in death is a known potential adverse event associated with coronary artery stenting. Thrombosis is a known potential adverse event associated with stent implantation procedures that may lead to cardiac arrest. Discontinuation of antiplatelet therapy may cause thrombus formation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Given the fact that an autopsy was not performed it is not possible to determine the exact cause of the event; however the patient's medical history may have contributed to the reported event. There is no indication in the information provided or (B)(4) to indicate that there was a design or manufacturing related issue therefore no action is required.